Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I bought a box with two nite guards in it about a month ago, maybe less. I made one of the two and over a period of four or five days, the top part separated on the left on one of the sides. Eventually the whole thing separated from the harder plastic piece. I went to see my dentist yesterday and he recommended putting it back in warm, hot water and biting down on it. When I put it back in hot water, the top piece just turned to plastic, and it melted. I sent back the nite guard as well as the survey, etc. Last night I, or day before, I took a brand new one and got it fitted to my mouth properly and this morning I woke up and the front of the nite guard has come off slightly, separated from the harder plastic piece. So, it looks like to me the same thing is going to happen again. So, after you send me the new one, I'm going to have to send this one back to you, because this is clearly not supposed to happen, I assume.